Manufacturer narrative:
Describe event or problem - updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned momentary squeeze pump found no leaks. The pump was functionally tested but failed the 8lb activation test (2) as it required greater that 8lb of force to activate. Visual inspection of the spherical reservoir found there was a leak in the reservoir adaptor strain relief kink resistant tubing (krt) junction and a large hole was present. The leak was attributed to wear and the larger hole was attributed to sharp instrument damage, which most likely occurred during explant. The krt was worn to the filament. The pump defect and the leak in the reservoir adaptor strain relief krt junction are the probable cause of the reported event. Based on the investigation results it was not probable to determine the most like cause of the damage noted to the returned device that result in the fluid loss. Therefore, an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and reservoir removed due to a dimpled, crushed pump and a reservoir scratch. A new inflatable penile prosthesis pump and reservoir. Following the surgery, the patient had some post operative pain, but the surgery was well done. The event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and reservoir removed due to a dimpled pump and a reservoir scratch. A new inflatable penile prosthesis pump and reservoir. The event resolved.